Event description:
(B)(4). The provider states the spokes are broken on the wheel. The caller disconnected before call could be transferred for information gathering. (B)(4).

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.